Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4) alleging that the subject meter (one touch verio iq) gave inaccurately low control solution results. The reporter was unable to give exact values however. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the results exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.